Event description:
During baxter's functionality testing of a spectrum pump, it displayed the door not fully latched message. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. Review of history log found multiple "door jammed" alarms. The evaluation reproduced a door not fully latched message. The messages were found to be caused by pulled threaded inserts from front case which allowed separation between front case and mechanical assembly. The front case was replaced to correct this condition.